Event description:
It was reported that 2 bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing. Perhaps the glue process was faulty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the customer's complaint of separation could not be investigated due to the sample being stopped in transit. The tracking shows a halt in shipment in memphis, tn. Without the sample being received from the customer, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10014881 lot number 21109212 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 2 bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: the tubing detached- where the drip chamber attaches to the tubing. Perhaps the glue process was faulty.